Event description:
Per the clinic, the patient experienced squealing sound and performance decrement. Subsequently, the patient underwent revision surgery (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on revision surgery was filed inadvertently. No revision surgery has occurred.